Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 5 years due to perivalvular leak (pvl) and calcification. According to the op report, this patient had initially done well after placement of this valve. He became symptomatic at little over a year. Follow ups demonstrated that he had a functioning, but very small, 19-mm pericardial valve; however, he had a little pvl which got worse with time. As the patient became more symptomatic, it was recommended he undergo redo-aortic valve replacement. During explantation of the prosthetic valve, it was noted to be normally functioning with the leaflets working well; however, the pvl occurred in the area on the annulus to the left of the left main ostium. There was partial scarring and calcification on the stent posts. There was at least a 3-mm wide annular defect. This area was moderately calcified and immediately adjacent to the left fibrous trigone. Aortic root enlargement with pericardial patch was performed and a new edwards bioprosthetic valve was implanted. Postoperatively, there was no pvl, good prosthetic function with preserved lv function.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device has not been returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, there was calcification reported on the valve, as well as in the area of the annulus to the left of the left main ostium. Anatomical factors may also create difficulty seating the bioprosthetic valve resulting in pvl. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The healthcare provider has indicated that there was no malfunction of the edwards device in this event. It appears that this event was likely due to patient and procedural related factors. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: as received, leaflets were cut out from the valve; leaflets were not returned with the valve. Calcification was observed on the host tissue on sewing ring. Heavy host tissue on stent inflow and minimal on stent outflow. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2 mm. No visible damage to wireform observed on x-ray. Additional manufacturer narrative: the explanted device was returned to edwards for analysis. There was calcification observed on the valve; however, the leaflets were cut from the device and not returned. Therefore, the reported perivalvular leak could not be confirmed. There is no change in the original conclusion of this case.